Event description:
Obc to pt's spouse, (B)(6) returning his phone call during on call who stated that one of pt's legacy pump got wet inside the bag and the screen went blank and won't turn on or do anything. This was pt's back up pump and noticed it when pt want to use it during her next mix. Serial number of malfunctioning pump: (B)(4) (due 03/28/2018). Pt accidently sent the incorrect pump back in (B)(6) when she had called in to get another replacement pump. Reviewed with pt's spouse to be careful next time when returning the pump and double check that the right pump is being sent back. No disruption in therapy as pt used the same functional pump she had on her. Will mail a return box to obtain the malfunctioning pump back. Dose or amount: 11.6 ng/kg/min, frequency: q 24 hours, route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.